Manufacturer narrative:
No malfunction was reported. The ams700 device was visually inspected and functionally tested. There were leaks in both cylinder input tubes due to sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant it will not be considered a probable cause for this event because it is a secondary failure. Both cylinders had the sleeves removed. The pump deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The product analysis confirmed a device malfunction.

Event description:
An ncpr was created for the device returned. Additional information received that a revision surgery occurred due to unspecified reasons.